Event description:
It was reported that a malfunction alarm occurred with code "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the customer was advised to follow up if issue persists.